Event description:
It was reported that the pacemaker's packaging was open upon arrival to the clinic. The pacemaker was not used and replaced. There were no patient involvement.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.